Manufacturer narrative:
Device manufacture dates: feb 04, 2011; mar 19, 2011. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate had reported that during a revision spinal construct procedure (submitted on mfg medwatch report no. 1526439-2014-11628), the surgeon used the viper2 x25 set screw inserter (instead of torque with screwdriver shaft) to remove the inner set screws. It was reported that the inserter was damaged. Receipt of the inserter found the tip had broken off from the instrument. The affiliate reports there was no surgery prolongation and no adverse consequences to the patient or user. Nothing was left in the patient.

Manufacturer narrative:
Device manufacture date: feb-04-2011, march-19-2011; examination of the returned viper2 x25 set screw inserter noted that half of its distal tip had broken off from the instrument. Review of the device history record for the product lot found no discrepancies. A 12 month complaint trend analysis for the product code found no emerging trends. The root cause for the tip breaking can be attributed to using the inserter to attempt to remove fully torqued set screws. As reported, the inserter was used to remove set screws for which it is not intended. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device and there has been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.